Manufacturer narrative:
A4: patient weight has been added wo: h3: a medtronic representative went to the site to test the equipment. The representative attempted to recreate the issue with the imaging system spin using the spine model. The spin was 100% accurate on the sawbone model, and therefore, the issue could not be recreated. Codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient information to determine whether a software anomaly contributed to the issue. The logs and archives were reviewed. Identified one session corresponding to the reported issue date. Workflow indicated repeated image acquisition and navigation attempts. The archives included two imaging system exams with 192 slices, each having 0.83 mm spacing and thickness. No irregularities were observed and no segmentation faults were detected. No log evidence or errors were found to explain the auto-registration inaccuracy. Based on available data, anatomical movement relative to the reference frame during screw placement was suspected but remained unconfirmed, as such events are not captured in logs or archives. Previously reported codes b01, c19, and d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site experienced an alleged inaccuracy while in surgery. Site took an automatic registration spin using the imaging system and found that they were about 2 mm off superficial with all instruments. Site took another spin with no change. The manufacturer representative (rep) reported no movement in reference frame. Site did not cover reference frame with drapes during spin. Site abandoned navigation system and revised surgical plan. Imaging was aborted. There was a 30-minute delay. There was no impact on patient outcome.